Manufacturer narrative:
Upon investigation, this case was determined to be a duplicate record; the reported problem and results of the investigation are contained in MFR report #3030677-2021-00554.

Event description:
This case was determined through investigation to be a duplicate of (B)(4). The investigation summary from (B)(4) is as follows: the customer reported that, on arrival, the rfu displayed an hourglass and the opcheck was completed successfully. The customer reported that the device restarted after they began pacing and, after the device restarted, there was no ECG waveform displayed. A philips clinician reviewed the patient event file. The device was powered on into the AED mode and defibrillator pads were applied. After some initial artifact, a ¿no shock advised¿ decision was generated. At 1:08 elapsed time (et) the users switched to the manual mode, charged to 150j and delivered a shock at 1:18 et. When the users switched into the manual mode to deliver the shock, the pads ECG waveform was no longer displayed. A ¿cannot analyze ECG¿ message was generated and the users then switched into the pacer mode. ECG leads were placed at 2:53 et, but no ECG leads or pads ECG waveform was displayed. At 3:07 et the users initiated demand mode pacing (70 ppm/30 ma). Once pacing was started there were rail to rail deflections displayed but without an underlying ECG waveform. At 4:33 et the device restarted with an associated ¿device restarted due to error¿ message. Pacing was initiated two more times by the users and each time there was the same rail to rail deflections without an underlying waveform. A philips repair bench technician evaluated the device and traced the issue to the processor pca. A philips product support engineer (pse) reviewed the device logs and identified a reboot due to a hw watchdog event. This symptom was determined to be caused by poor block movement related to system control on processor pca from the log contents.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device rebooted while pacing a patient. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the device rebooted while pacing a patient. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.